Event description:
The customer reported that the insulin was squirting out of the reservoir cap during prime. The customer also reported that moisture was found in the reservoir compartment. No further info was provided.

Manufacturer narrative:
Inspected one opened used reservoir and performed a visual inspection. The reservoir did have a missing septum. Unable to perform a pre-fill and prime test. Reservoir will leak.